Event description:
Cardiac bypass procedure. Blood noted coming from gas outlet of oxygenator. Volume progressively increased. O2 sat 99% po2 134. Pt taken off cardiopulmonary bypass - oxygenator changed. Procedure resumed without incident, pt stable. Procedure completed.